Manufacturer narrative:
The study concludes that the changes made in surgical practices led to fewer plate-related wound complications and significantly reduced hospital readmissions (4.0% versus 12.1% reported in a previous cohort/study) among patients with craniosynostosis. The study does not specify the type(s) of bioabsorbable plate-associated wound complication(s), which the three patients experienced after the cvr surgery. The possibility of wound complications is always present in surgical operations and is recognized in the inion cps baby risk analysis and included in the product instructions for use, residual risks and undesirable side-effects. According to long-term pms data of inion cps baby products, a complication-to operation ratio for different type of wound complications are the following: -greater than or equal to 3 months post-operatively (inflammation, swelling, dehiscence, exposure) is 0,03% -less than 3 months post-operatively (inflammation, swelling, palpability, exposure, dehiscence) is 0.06%. -infection 0,02%

Event description:
A publication panteli et al. 2026 (clinical practice changes reduce resorbable plate-associated wound complications in cranial vault reconstructive surgery: a single institution experience) reviewed retrospectively (between years 2018-2021) patients who underwent cranial vault reconstruction (cvr) surgery using inion cps baby fixation system. The study examined whether clinical practice changes in cvr surgery results in lower resorbable plate-associated wound complication rate. Three of the patients (3/75, 4.0%) in the study required readmission to a hospital and reoperation due to plate-associated wound complications after cvr surgery (three reports, each patient is reported separately to FDA).